Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) remains uncolored until the device is removed from the tissue making it un-releasable . Manual compression was held for hemostasis. There was no patient injury reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. The vessel diameter was greater than or equal to 5 mm, and there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. After the return indicator pulsatile blood flow stops, the window did not change. Additional information was requested but not provided. The device is involved in an infectious disease and cannot be returned.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) remains uncolored until the device is removed from the tissue making it un-releasable. Manual compression was held for hemostasis. There was no patient injury reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. The vessel diameter was greater than or equal to 5 mm, and there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. After the return indicator pulsatile blood flow stops, the window did not change. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.